Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04401. The pt received his system on (B)(6) 2011, including two leads (with the same lot number). It was reported the pt was feeling painful throbbing at the ipg site when the stimulation was turned up, or charging. It was reported the pt had lost 30 pounds. There were two low impedance contacts on both leads. An x-ray was taken, which did not reveal any issues. Reprogramming was not able to resolve either issue. The pt is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.